Event description:
Healthcare professional (hcp) reported one incident of a pt reaction with a first time use of a psn 210 dialyzer (the pt usually uses a cahp 210 dialyzer). It was reported that at the start of treatment, the pt experienced chest pressure and back pain. Approx 20 minutes later, the pt experienced palpitations. Dialysis treatment was stopped and blood was not returned to the pt with estimated blood loss unknown. It was reported that no medical intervention was required. It was also reported that the pt has been subsequently dialyzed on a cahp 210 dialyzer without incident.